Event description:
It was reported that the while using intra-aortic balloon had an incident where the console was reporting a 'gas loss, no harm.

Manufacturer narrative:
Due to character limit in e1 event site telephone number is (B)(6) based on the event description provided by the customer, they experienced an issue where the console displayed a ¿gas leak¿ alert. (B)(6) from perfusion inspected the machine for any obvious causes but did not find anything. The pump was then returned to circulation in case it was an isolated incident. However, the same issue occurred again this morning. Lee assessed the pump once more and again found no apparent cause. They removed the machine from service until it can be checked and requested if an engineer could come out as soon as possible. The technician checked the iabp and stated there was no gas loss when all manifold tests but could not run the machine due to a fault connector o carc: the front-end board, this needs to be replaced for full inspection of the iabp. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, e1 (mail ID), g3, g6, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (medical device problem code).